Event description:
It was reported that the controller exhibited multiple unexpected losses of power, and the ventricular assist device (vad) exhibited vad stops and a motor start with parameters outside of the typical range. It was noted that the patient stated they were lying in bed when the most recent vad stop occurred. It was also stated that one of the batteries had a bent pin, but this battery was not in use at the time of the most recent loss of power/vad stop. Log files also revealed that the vad exhibited low flows. The vad, controller and battery remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model#: 1420 / catalog#: 1420/ expiration date: 30-apr-2025 / serial#: (B)(6) d9: no h3: no h4: mfg date: 24-apr-2024 h5: no d1: heartware ventricular assist system ¿ battery d4: model#: / catalog#: / expiration date: / serial#: d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) (B)(6), one (1) controller (B)(6), and one (1) battery (unknown serial number) were not returned for analysis. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a motor start event recorded on 07/jun/2025 at 11:05:08 in which motor start parameters were atypical. Additionally, log file analysis revealed several decreases in estimated flows to parameters below normal operating range throughout the analyzed period and four (4) low flow alarms were logged since on (B)(6) 2025. Log file analysis associated with (B)(6) revealed two (2) controller power-up events with associated motor start events logged on 29/may/2025 at 19:21:54 and on 07/jun/2025 at 11:05:04, indicating a loss of power to the controller. The data point recorded prior to the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2) with 29% relative state of charge (rsoc). The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point recorded prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 95% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 56% rsoc. The data point recorded after the second loss of power revealed that (B)(6) w as connected to power port one (1) and (B)(6) was connected to power port two (2). Controller was without power for approximately thirteen (13) seconds and ten (10) seconds, respectively. Momentary disconnections were recorded leading up to the losses of power. The associated batteries were lubricated prior to release. As a result, the reported atypical motor start parameters, low flow events, and loss of power events were confirmed. The reported vad stop event could not be confirmed; however, it is likely that the loss of power was perceived as the reported vad stop event. The reported battery bent pins event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA: pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on an investigation conducted under CAPA: pr00574181, a possible root cause of the observed momentary disconnections can be attributed to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. A possible root cause of the reported power source bent pins event can be attributed, but not limited, to connector damage, bent pins, and/or connector wiring failure. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller, d4: (B)(6), h3: yes, d1: battery, d4: serial#: unknown, h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.